Event description:
Boston scientific crm received information from a boston scientific field representative that this device's header was pulled off during explant. The physician told the representative that additional force was applied in the bond area of the device and header due to free the device from scarred pocket tissue. The device was a subpectoral implant with the correct implant orientation verified. There were no allegations against the device, and no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual inspection found that the header was completely separated from the device case. Based on recorded data from device operations and an engineering calculation based on programmed values, this device met longevity expectations. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device. Our testing and analysis confirmed that the loose header was induced during the explant procedure, and that the device was functioning normally.